Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Possible cable externalization was also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and analysis found the outer insulation of the lead developed a breach due to abrasion while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: n119 competitor implantable cardioverter defibrillator (ICD):  implanted: (B)(6) 2010. 4543 competitor implantable pacing lead: implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.